Event description:
A (B)(6) pregnant female with iup had an open cholecystectomy the reusable clip applier misfired and the clips fell off the cystic artery causing a bleed of about 200cc. The clips did not secure to the artery. The surgeon ligated the duct with suture and when another clip applier was obtained, used those clips. The case was delayed due to equipment malfunction.